Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. The customer¿s blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, unit received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement tests due to software error bad pointer alarm.